Event description:
Patient reported, left-side capsular contracture baker grade iii, seroma, double capsule, "capsule-adherent implant," and "intermuscular implant site." The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture and seroma-late are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture, double capsule, seroma-late and adhesion was received on january 19, 2023, with lot number 3025776. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Double capsule: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Adhesion: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed in the device. No further actions are required as the device was implanted.

Event description:
Patient reported, left-side capsular contracture baker grade iii, seroma, double capsule, "capsule-adherent implant," and "intermuscular implant site." The device has been explanted and replaced with a non-allergan device.